Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead perforation occurred in the patient with this right ventricular (rv) lead. Loss of capture was noted. During threshold testing, the patient experienced lightheadedness. It was noted that lead impedance measurements had been trending downward but remained within range. The lead was explanted and replaced.

Event description:
This report is being filed to submit an updated conclusion code.